Event description:
It was reported that at 0544 hours the clinical support specialist (css) received a text message on her phone stating the fellow discontinued the intra-aortic balloon (iab). According to the rn the catheter looked like it had not been inflating, the high pressure alarm that prompted the call was the first alarm they received, which was the day after the iab was inserted. The iab was removed and it is unk if it was replaced. There was no reported pt death or injuries. Reference MDR #1219856-2011-00220 for the related iab complaint.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.